Event description:
It was reported that a revision surgery was performed due to implant subsidence.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation.

Manufacturer narrative:
Corrections based on data review.

Manufacturer narrative:
Attached evaluation summary supplement the evaluation summary previously communicated. (B)(4).